Event description:
A surgeon reports the bed was not fully unloading. No pt injury reported. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).